Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Event description:
User reported incorrect result. Took two tests, one positive, one negative. Vaccinated and boosted.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Event description:
User reported incorrect result. Took two tests, one positive, one negative. Vaccinated and boosted.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Medical device problem code has been corrected to 1535 to reflect non specified false result from a false negative problem code.